Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that the patient had an infection. The system was explanted. No further patient complications have been reported asa result of this event.

Event description:
It was reported that the patient had an infection. The system was explanted. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:(B)(4) implantable pulse generator 2012 (B)(6); (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).